Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-feb-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that he had to have a lead revision about 3 months post implant because his lead wires moved.